Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain and swelling coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The patient was not hospitalized for the events. The cause of peritonitis was not reported. On an unreported date, the patient began treatment with injection of cefazid (dose, frequency and route not reported) for peritonitis. The patient recovered from the peritonitis. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). On an unreported date in (B)(6) 2013, the patient experienced peritonitis as the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.